Manufacturer narrative:
Device 1 of 1. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. A batch record review indicates no discrepancies. Pm logs have been checked and pm's were completed. Affected amount: 1pc. Duoderm paste 30g was manufactured under sap code (B)(4) and manufacturing lot number 0b02944. Lot # 0b02944 was sterilized under lot 2173-8209a and released on review of results of sterilization company steris. All of the results were within specification and products were released. The production process, in process testing and packaging of products was run in accordance with (B)(4) for paste. Visual inspection in accordance with (B)(4) was completed at the beginning of the order and every 15 minutes following until the order was complete. No nonconformity was registered during the manufacturing process of lot 0b02944. There are 4 complaints for the affected lot registered within complaint system. There are 2 for the issue of paste leaking, 1 for missing expiry date and 1 for packaging torn/crushed. A photograph was received and was evaluated. The photograph showed a discolored carton. This was most likely happened due to excess paste in the crimp leaking out. Paste had since been discontinued and the machine had been removed from deeside. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the product was leaking from the cap. The product was not used. A photograph depicting the issue was received from the complainant.